Event description:
It was reported to philips that the multifunction electrode pads sheet cover does not peel off normally when using it. Abnormal peeling/gel could impact the ability to acquire pads ECG waveform. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.